Event description:
The cephalic screw has migrated and get out.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The products or x-rays associated with this report were not provided. The complaint was not verifiable. A review of the device history records was performed and confirmed that the product code 903311110/ lot# dlnbmk conformed to the specifications when released to stock on the (B)(6) 2010. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. The investigation is considered as closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.